Event description:
The customer reported an intermittent failure during the operational check on this defibrillator. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.